Event description:
The customer reported that the system displayed communication errors and would intermittently not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was tested and found to be working as intended and put back into service.